Manufacturer narrative:
An infusion test ran at 0.5ml/h for a tota of 47.4ml. Accuracy rate -10.8%. A second infusion test ran at 50ml/h for a total of 100ml, accuracy rate -2.39%. The pump passed the motor turns counter test. The pump is within product specification. The device was tested at the abbott australasia testing facility. Reports indicate the motor protection fuse had blown. The main printed wire assembly and motor were replaced.

Event description:
Underdelivery reported by co international affiliate. The report reads: "display showed that solution had been delivered when volume in bag showed it had not. Pt did not received medication for approx 6 hrs." The pump was set to infuse antineoplaston-ain the intermittent mode, 50 ml with a 12 minute on cycle and a 3 hr 48 min off cycle. The base volume was 300ml, reserve volume 300ml. The report indicates there were no adverse effects to the pt. No further info was available.